Event description:
It was reported that a malfunction alarm occurred with the customer's pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was instructed by technical support to put the pump into storage mode before returning it, and a replacement pump was sent. Additionally, the customer opted to use a backup insulin pump to ensure continuous delivery of insulin until the replacement pump arrived.